Event description:
A caller reported that the screen of their pump was completely black, although the pump was still on, affecting their ability to interact with it. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed about the replacement process, including putting the pump into storage mode and returning it via ups. They acknowledged the provided instructions and confirmed understanding, choosing multiple daily injections as a backup therapy until the replacement pump was received.